Event description:
Call received from patient stating that one of her pumps had malfunctioned. Patient stated that sometime between 3 and 3:30 pm, the pump stopped running while in use, and started beeping, with no error message given. Patient was not able to get the pump to function and was only able to stop the beeping by turning it off. Patient denied any side effects related to the malfunctioning pump, and stated that she was able to quickly mix a new cassette and continue her infusion with her other pump. Author informed patient that a new pump will be sent to her for delivery saturday, and if no saturday delivery was available, then she would be sent a replacement pump via courier. Patient will also be sent a return box to send malfunctioning pump back for investigation. Dose or amount: 38.5 ng/kg/min. Frequency: every 48 hours. Route: intravenous. Dates of use: from 2012 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.